Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report a patient death. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4+. Two mitraclips were successfully implanted reducing the final mr to a grade of 1+. A follow-up phone call was made on (B)(6) 2022, and the physician reported that the patient had two cardiorespiratory arrests on the morning of (B)(6) 2022. The patient was resuscitated, but without success and the patient died. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported cardiac arrest was due to worsening patient condition. The reported death appears to be related to the cardio-respiratory arrest. The reported patient effects of cardio-respiratory arrest and death as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.